Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that stent damage occurred. The subject underwent treatment with eluvia drug-eluting stent treatment on (B)(6) 2021 as a part of the (B)(6) clinical trial. The target lesion #001 was in the right mid superficial femoral artery (sfa) with unknown proximal reference vessel diameter and unknown distal reference vessel diameter and 100% stenosis and tasc ii lesion classified as c. Prior to target lesion treatment, pre-dilatation was performed with a 6 mm x 150 mm non-boston scientific drug coated balloon. Treatment of the target lesion was performed by placement of study device, eluvia drug coated stent of 7.0 mm x 120 mm, 130cm followed by placement of 7.0 mm x 100 mm eluvia drug eluting stent. Post target lesion treatment was done with the non-boston scientific study device. Post treatment, the final residual stenosis was noted to be 10%. On (B)(6) 2021, during the index procedure, the 7x120, 130 cm eluvia drug eluting stent was difficult or unable to deploy in the target lesion and the 7.0 mm x 120 mm, 130cm eluvia drug eluting stent was damaged. In addition, during the index procedure, the 7x80, 130 cm eluvia drug eluting stent was damaged. No further action was taken.